Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in le chesnay, france. A livanova field service representative was dispatched to the facility to investigate the device. After checking the internal and external connections, no fault was found. However, inside, when the microprocessor card was pressed, the fault appeared. The affected unit will be shipped to livanova deutschland for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender gave an error message (e11 or e17 code) related to ram fault or defective power supply, respectively. The issue occurred during procedure, when fio2 was set at 0.5 l/min. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a further investigation. The gas blender has been connected to the pressure air test setup and tested for 12 hours: no error message was displayed. The device was cleaned and disinfected as well as a visual inspection was performed that didn't reveal any deviation. Complaints database analysis revealed no similar event since unit installation in 2017. Considering the investigation results, it cannot be ruled out that the reported malfunctions are likely to have been caused by an intermittent/temporary internal electrical failure, as a false contact, or bad connections, which was resolved during the transportation from customer facility to manufacturer facility. Then, the issue has been definitively fixed by the service technician throughout the equipment check.